Event description:
Corrected information received from the customer stating the event was the plunger overrode the lens before the procedure. There was no patient involved instead of a defective lens.

Manufacturer narrative:
Due to the corrected information received, this record is not a reportable event. There will be no further reports received for this mfg number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a preloaded device presented with a defective intraocular lens (iol). The timing of the event and patient impact are unknown. Additional information has been requested.